Event description:
A pt with greater than 50% stenosis in the lad, cx, and lm had coronary stenting. The vessels were non-tortuous and there were bifurcations requiring a doulble guidewire. The lesions were smooth and eccentric with little or no calcification and no thrombus. Three cypers were implanted, one each in the distal lm, prox lad and prox cx. The lm was 1.59mm pre and 4.75mm post procedure, the prox lad was 0.84mm pre and 3.15mm post procedure, and the prox cx was 0.42mm pre and 3.44 post procedure. Timi flow was 3 pre and postprocedure. Five days later, the pt had spontaneous angina and increasing troponin. He reportedly did not take plavix after the hosp discharge. The pt was diagnosed as having had a non-q-wave mi. The ck and ck-mb were not above unl, but the troponin t was above unl. The severity was graded as moderate. Per investigatior, this event was unrelated to the device, and it was highly probable that it was related to the procedure. Seven months later, the pt experienced pulmonary edema and subsequently died. The report stated that it was a cardiac death. Per investigator, there was a possible relationship to device and procedure.